Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of an unspecified sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.